Manufacturer narrative:
A customer submitted photos of tubing to cardioquip for investigation. Due to the discoloration of the tubing, cardioquip epidemiology recommended that the device receive an internal water pathway replacement. The device was brought back to specification via an internal water pathway replacement and following the repair, the device passed inspected and was fully functional.

Event description:
Due to discoloration and cloudiness in the device's tubing, cardioquip suspected bacterial contamination and recommended an internal water pathway replacement.